Event description:
A customer reported that a system displayed a system message and had aspiration problems before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The fluidics printed circuit board (pcb) was replaced. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 26, 2014. Based on qa assessment and a review of the manufacturing record, the product met specifications at the time of release. The fluidics printed circuit board (pcb) was received for evaluation. A visual assessment of the returned sample did not reveal any visual nonconformity. The returned fluidics printed circuit board (pcb) was installed into a calibrated system hotbed. The system was booted up and no nonconformities were noted. An active fluid management system (fms) and balanced salt solution (bss) bag were installed into the hotbed and was able to be successfully primed. There was a test for fluidics performed and no nonconformities were noted. The returned fluidics printed circuit board (pcb) was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: 2015-10961

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).